Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7070756.

Event description:
It was reported that the patient was not getting an adequate pain relief from the spinal cord stimulator (scs). The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads were discarded by the medical facility.